Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA (B)(4). A batch review has been performed and there are no exceptions associated with the manufacture of this device.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir burst during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.